Manufacturer narrative:
Results - evaluation of the returned unit did not confirm the reported issue. The nurse call light comes on at the nurse call test fixture when it should. The unit was tested with a working sensor and the sensor function works as it should if sensor cable is left alone. When the sensor is moved the alarm continuously sounds. Unit passed all other functional tests. However, a battery spring is bent, the battery door is missing, the pins in the rj-11 receptacle have been pushed down and the led lens has been pushed into the case. (B)(4).

Event description:
Customer reported that when the nurse call option is in use with the alarm, it only sounds in the patient's room and not at the nurse's station. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.